Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a cut into the insulation 16 cm distal to the df4 connector pin, a bent inner coil and a deformed rv shock coil. These damages most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The inspection of the fixation helix did not show any peculiarities that might have contributed to the clinical observation. Further analysis revealed that the values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to dislodgement. Patient presented to device clinic and upon interrogation by clinic staff lead was found to have no sensing and no capture at max output. Should additional information become available, it will be added to this file.